Event description:
It was reported that during routine maintenance, it was observed that the motor device was not accepting the drill bits devices. It was further reported that the device was not registering a high enough pounds per square inch (psi). This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were holes in the hose which caused the psi to drop. It was further determined that the top end of the device was damaged due to debris and the device being power broken. Therefore the reported conditions were confirmed. The assignable root cause was determined to be due to misuse and/ or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.